Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 191-000/ lot m161492 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot m161492 . Test base part number 191-000/ lot m161492 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m161492 showed that the complaint rate is 0.005%. In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. A review of complaints against the kit lot for the reported issue indicates that product performance is as expected and a product deficiency has not been identified. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported multiple false positive results with the ID now covid-19 assay from different lots (lot number unknown) and three different instruments the most recent occurred (B)(6) 2021. The customer a reported a false positive results with the ID now covid-19 assay performed (B)(6) 2021 on a direct nasal kitted swab sample. Pcr confirmation testing was performed on a nasal swab sample using viral transport media and generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.